Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00322.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician reported feeling resistance while advancing the penumbra system jet 7 reperfusion catheter (jet7) through the neuron max. Additionally, the jet7 was unable to advance through the neuron max into the target vessel. The physician then decided to remove the jet7 and completed the procedure using a smaller catheter and the same neuron max. There was no report of an adverse effect to the patient. Upon examination of the devices after the case, the physician found that the distal end of the neuron max hub had become kinked, and had prevented the jet7 from advancing. It was also reported that the kink in the neuron max likely occurred during positioning.

Manufacturer narrative:
Results: there was no visible damage to the jet7. Conclusions: evaluation of the returned neuron max confirmed that the catheter was kinked. If the device is forcefully advanced against resistance during use or positioning, damage such as a kink may occur. Evaluation of the returned jet7 revealed no issue with the catheter. The jet7 was advanced through a demonstration catheter and out of the distal tip without an issue. The kink in the neuron max likely contributed to the reported resistance and prevented the jet7 from being advanced through the neuron max during the procedure. The non-penumbra catheter identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00322.